Event description:
It was reported that during the procedure, the tip of the drill broke off into the patient and remains in patient. There is no significant surgery delay and no reported adverse events.

Manufacturer narrative:
Updated information: h4, h6. The reported event that a drill broke could not be confirmed because the drill was not available for investigation. Based on statistical evaluation, no indications were found for any product related issue. Product surveillance will continue to monitor complaints of this type for adverse trends. H3 other text : not available.

Event description:
It was reported that during the procedure, the tip of the drill broke off into the patient and remains in patient. There is no significant surgery delay and no reported adverse events.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.